Event description:
In 2009, the sales representative reported that during a kit inspection, it was identified that the instrument was broken. Additional information received via telephone on 18 mar 2009, the sales representative reported that during a kit inspection, it was identified that two of the prongs on the driver were broken. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Event happened during a kit inspection. Requests have been made for the return of the product. Device manufacture date is unknown. Evaluation is pending.